Event description:
Concern for blood backing into the iabp(intra-aortic balloon pump) tubing and concern for perforation.

Event description:
Additional information received from reporter on june 30th 2023 for reporter number mw5117640. This is amended report (mw5117640) with corrected device information.